Event description:
Because the balloon did not deflate upon removal, the user ruptured the balloon with an endoscope and then removed the device. The indwelling time was 30 days.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.